Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter could not be powered on. Investigation of the device determined the meter had been previously opened by the customer. The printed circuit board (pcb) was badly damaged in the area of the display contacts. The damage was the result of soldering work done to the printed circuit board by the customer. The root cause is determined to be damage to the printed circuit board due to improper handling by the customer.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained that the display of two coaguchek xs meters was incomplete which could impact the interpretation of the results. This medwatch will cover meter serial number (B)(6). Refer to medwatch with patient identifier (B)(6) for information on meter serial number (B)(4). The customer stated that the meters displayed lines on the screen, upside down equal symbols, and beeped when the power button was pressed. There were 3 beeps when the power button was pressed prior to performing the display check. The customer stated that the display was incomplete and the results field of the display was illegible on both meters. There was no allegation of an adverse event or misinterpretation of results. The device was requested for investigation.